Event description:
Patient presented to physician with 1 cm opening in the right chest ipg incision. Cultures showed (B)(6) infection. Physician prescribed a 10 day course of linezolid to treat the infection.